Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
Update 31 oct 2016 complaint re-opened for patella to be added as a product page, as it was missed when entering the complaint. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed for the newly provided patella device. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. From the new event information received, it was not possible to determine the relationship of the device to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.